Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] -unspecified microbes (140 cfu); [second time; (B)(6) 2019] -staphylococcus spp.(4 cfu); [third time; (B)(6) 2019] -suction channel: pseudomonas aeruginosa (13 cfu); -instrument channel: pseudomonas aeruginosa (20 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. In addition, (B)(4) service department checked the subject device and found the followings. There was a burn mark on the light guide lens the glue of the objective lens and the light guide lens were porous. The distal end cover was damaged. The glue of the bending section rubber was porous. The insertion tube surface was peeled. The insertion tube was kinked. There was deposit on the electrical connector. The exact cause of the reported event could not be conclusively determined.